Event description:
Paramedics were using the device for routine pt monitoring. About 20 minutes into the use the display screen went black. The operator replaced device batteries with no affect. Another crew arrived on scene and continued pt monitoring with their device. The reporter stated the pt did not require device defibrillator or pacing therapies and there were no adverse affects to the pt resulting.